Manufacturer narrative:
Device not received no evaluation will be returned. If the device or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that the surgeon noticed that the accetabular reamer handle was broken after the surgery. One of the pins that belongs to the reamer handle had fallen off. It is not known if the piece of the instrument was left in the pt.